Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences engineering and technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Initial review of the provided imagery revealed the esheath distal tip was split. Upon re-evaluation of the provided imagery, it was observed that the esheath distal tip was also torn. Per the engineering and technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into the patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. In regard to the inability to introduce the esheath into the patient and esheath distal tip split, these events were confirmed based on evaluation of the provided imagery. Investigation results suggest/indicate that patient factors (tortuosity) may have caused or contributed to the inability to introduce the esheath, while procedural factors (device manipulation) may have caused or contributed to the esheath distal tip split. The provided information indicated there was presence of tortuosity within the patient's vasculature. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty, which may lead to the alleged/observed sheath distal tip split. Through extensive complaint investigations, events reporting distal tip failure with evidence of radial tip tearing have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. In regard to the esheath distal tip tear, this event was confirmed based on evaluation of the provided imagery. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, tortuous patient anatomy can exacerbate interference between the valve and sheath tip by promoting non-coaxial alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2024-09559 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, there were difficulties advancing the first 14fr esheath through the right femoral artery (rfa) and the esheath distal tip was observed to be damaged. As a result, the first 14fr esheath was replaced with a second 14fr esheath to proceed with the procedure. Subsequently, imagery of the first 14fr esheath was provided for evaluation. A review of the provided imagery revealed the esheath distal tip was split.